Manufacturer narrative:
Complaint no: (B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as home patient did not wear a mask while performing pd therapy. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. The baxter homechoice automated procedure guide is provided to the patient as a reference tool. In the first tab section, "prepare for therapy" on page 12, the guide instructs the patient to follow aseptic technique as taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection and instructs the patient to "put on face mask." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, the patient did not use aseptic technique, which resulted in peritonitis. The break in aseptic technique was described as "the patient did not wear a mask". The patient was not hospitalized for the event but did receive treatment for the peritonitis with vancomycin, 1500mg, intraperitoneally (ip), for 3 weeks (frequency not reported). At the time of this report, dianeal therapy was ongoing with the 2.5%, low calcium, ambuflex. The patient has recovered from the peritonitis and received re-training in proper aseptic technique for pd therapy. Additional information has been requested but is not available.